Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including inspecting the faceplate and back plate for damage; inspecting and cleaning the diaphragm; disassembling, inspecting, cleaning and reassembling the kit and tubing set; and verifying breast shield fit. During troubleshooting, it was identified that in addition to using non-medela breast shields, the customer was also using non-medela parts and tubing. She was advised to use medela parts/accessories with her medela pump. It was also identified during troubleshooting that the faceplate was cracked. A replacement faceplate and medela parts/accessories were sent to the customer and her faceplate and breast shields were requested for testing/analyzing. In follow up with a complaint handler on (B)(6) 2019, the customer confirmed that she developed mastitis on (B)(6) 2019 and was prescribed a nipple cream. She indicated that the replacement faceplate was working without issue and the mastitis was resolved. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2019, the customer alleged to medela llc that she her pump in style breast pump was not strong enough to express her milk, even on the maximum vacuum setting. She further alleged that she got mastitis a couple of days previously, for which her nurse midwife prescribed a cream. She indicated that she was using non-medela breast shields because medela's smallest breast shields were too large and caused her nipple to bleed, so her midwife suggested that she use a smaller breast shield.

Manufacturer narrative:
The pump's faceplate was returned and evaluated on (B)(6)2019. The faceplate did not pass inspection. It was identified that the retention snaps on the faceplate were damaged and the faceplate was dirty. Refer to attached evaluation. The customer's report of a broken faceplate was confirmed.